Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure for ICD upgrade, isolation defect was noted a riata lead near header. No electrical anomalies were noted. The lead remains implanted. Additional, pace/sense lead was implanted. The patient was stable post-procedure.